Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier and endoanchors were used in the endovascular treatment of the patient for a type ia endoleak. The patient had an endurant stent graft system implanted on the same date. It was reported that during the index procedure, after observation of a type ia endoleak, the physician tried to operate the heli-fx applier but it malfunctioned and would only work intermittently for loading from the cassette and deployment of the endoanchor into the stent graft. The physician managed to load and implant 3 endoanchors but the remaining time the heli-fx applier wouldn't retract and the endoanchors couldn't be loaded from the cassette. It was noted that as the endoanchor could not be released fully from the heli-fx applier after deployment, the stent graft was pulled back during removal of the applier, leading to infolding of the stent graft. It is unknown whether the difficulty removing the applier after endoanchor deployment was noted before malfunctioning of the device. It was reported that only gentle force was used to pull back the stuck heli-fx applier. As per the physician, the cause of the event is due to malfunction of the applier and the cause of the type ia endoleak was due to complex anatomy of the proximal neck. The type ia endoleak was unresolved. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Device evaluation summary: there was no damage observed to the device or the endo anchor housing. Visual inspection confirmed there was no endoanchor loaded in the applier. The handle was opened, and no fluid or blood was observed within the handle. No corrosion was observed to the circuit board or connector pins. All wires and connectors within the handle appeared to be intact and properly connected. The battery was removed and measured 9.10v. The battery was reattached, and the unit powered up with the blue error flashing, the forward light unresponsive and the back light flashing. The device was restarted in factory mode with the blue error light flashing, forward light unresponsive, back light flashing. The inner mechanism rotated continuously when the back button was pressed and stopped only when the forward button was pressed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.